Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation the device failed a test step indicating the active exhalation verification step failed. The device's three-way solenoid valve and machine flow sensor were replaced to address the issue. The machine flow sensor was found to have contamination. Additionally, the device's software was upgraded and blower calibration performed. The device passed all final testing.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.